Event description:
A baxter service technician discovered on 29 december 2009 that on a colleague infusion pump the stop key was found not to be working properly. The event occurred during a product evaluation. There is no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version (B)(4) categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). There is a CAPA investigation associated with this report. (B)(4). The pump was received and evaluated by baxter. During a product evaluation, a service technician discovered that the stop key on the pumphead module keypad was not working properly. The pumphead module keypad was replaced.